Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis.

Event description:
It was reported that it was recently noticed the attune rp tibial impactor and the size 6 mbt view plate were cracked and broken. No time added or issues during case. All pieces retrieved.